Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer was unable to move the 8mm prograsp forceps instrument wrist. The customer noticed that the ring that keeps the wrists on the shaft is bended and do not take proper position due to this the control of the instrument was not available. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that by the ''ring'' they meant the ring that keeps the metal part (wrist) to the plastic part (shaft). Reporter further confirmed that this ¿ring¿ is the grip pin and it was sticking out. They did not have any difficulties to remove the instrument through/ from the cannula. Reporter re-confirmed that there was no fragment falling into the patient. There was no image provided from the customer.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.